Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the conductive adhesive on the tray is damaged. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by a philips field service engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the m3535a (heartstart mrx monitor/defib) indicating that the conductive adhesive on the tray is damaged and an analysis was performed. Visual inspection found the handle tray had glue damage. The following functional tests were performed: device self test, hardware test, check work interface, booting device, using the electrical safety analyzer for safety checks, checking paddle tray assembly. Results of functional testing indicate the paddle tray was faulty due to glue/adhesive damage. The tests and inspections found the device could be booted normally, tested normally, and passed safety checks. The paddle tray assembly was replaced. The device was returned to full functionality and is therefore not available to be returned to philips for additional investigation. The defective paddle tray was returned to philips for additional investigation. However, according to the sap system material handling information, the paddle tray assemblies are scrapped if returned as defective. Therefore, the paddle tray assembly will not be accessible for additional testing. Based on the information available and the testing conducted, the cause of the reported problem was a damaged paddle tray assembly. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.